Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated additional information. H3, h6: the investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot product code 02.231.670, lot number 59p0787, manufacturing site: mezzovico, release to warehouse date: jun 15, 2020. A manufacturing record evaluation was performed for the not sterile lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information. This complaint involves sixteen (16) devices.

Manufacturer narrative:
(B)(6). Additional device product codes: jdp and hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, that the patient with a left distal femur fracture underwent a fixation of the osteosynthesis. The specialist performed the fixation of the osteosynthesis with the 16-hole va-lcp 4.5 / 5.0 mm condylar plate in the lateral part of the left femur, with cannulated locked screws in its distal portion, and solid locked screws together with corticals in the proximal branch. When the fixation is finished, the specialist proceeded to review the osteosynthesis with the image intensifier, he noticed that the medial cortex of the femur was not reduced. The specialist proceeded to make a medial approach, fix it with a va-lcp 4.5 / 5.0 condylar plate 6 holes right, 2 locked cannulated screws in the distal part of the plate and 2 locked screws and one cortical in the proxial part of the plate. There was no reported surgical delay. There were no fragments generated. There was no reported consequence to the patient. Concomitant devices reported: 5.0 cannulated va lck scrw/60 (part number 02.231.660, lot 65p6327, quantity 1). 5.0 cannulated va lck scrw/60 (part number 02.231.660, lot unknown, quantity 1). 5.0 cannulated va lck scrw/70 (part number 02.231.670, lot 68p1185, quantity 1). 4.5 vacrvd condy pl/6h/159/rt (part number 02.124.406, lot 66p8525, quantity 1). 4.5 vacrvd condy pl/16h/336/lt (part number 02.124.417, lot 3l80644, quantity 1). This report involves one (1) 5.0 cannulated va lck scrw/70. This is report 3 of 6 for (B)(4). This complaint is related to (B)(4).